Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had pump error 25. Customer's blood glucose level was 127mg/dl. It also stated that troubleshooting was performed. Customer will not return device for analysis.

Manufacturer narrative:
The device received with operational currents within specification and passed and displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 volt for 240 consecutive minutes due to non-sleep anomaly software error. Pump error 63 alarmed during self test and confirmed in pump history with variable due broken trace at keypad assembly.